Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11sept2019. The service engineer (se) confirmed the reported condition. The se noted that unit would need a new flow sensor assembly and also found an orange light emitting diode (led) lighting failure. The pse replaced the flow sensor assembly to address the reported problem. The pse also replaced power switch overlay to address the other issue of orange led lighting failure. The unit was checked overall, run in tested, cleaned and functionally tested and no abnormality was confirmed. The gas delivery system (gds) was returned for failure investigation (fi ) and it was confirmed that the defective u1 on the airflow sensor pcba created the airflow accuracy test to fail. U1 was replaced on the airflow sensor pcba and the unit passed all testing and operated within the manufacturing specifications. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
During periodic maintenance, the manufacturer¿s product support engineer (pse) reported the device failed the airflow accuracy test (pvt test 5) at the zero slpm setting. There was no patient involvement.